Manufacturer narrative:
The drill was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated and significant corrosion was discovered within the motor assembly and rotor assembly. Corrosion on the electrical pins of the motor assembly may cause increased resistance and an intermittent connection, which can result in the device unintentionally operating. The motor assembly and rotor assembly were replaced, and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, the drill operated when the trigger was not activated. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.